Event description:
Symfony toric iol model zxt375 01 13mm 02 6mm diopter +12.5se 3.75 cyl was implanted in left eye (B)(6) and right eye (B)(6). At almost 3 months I have persistent severe glare. Night time glare is horrible. It is 10x worse than previous. In order of most distressing: headlights have 20ft diameter starburst, cobwebs, and streaking. Streetlights have 20ft diameter starburst, cobwebs, 1.30 to 7.30 streak left eye, and 2:00 to 8:00 right eye. Taillights have 5 foot cobwebs. Halos around other lights. Halos around actors who have spotlight on them at a small theater venue. Daytime glare is severe (at first I thought everything was just brighter). In order of most distressing: 75" television has: glare that causes eyestrain after ~ 1 hour; closed captioning glare; halo around tv; streaking as described above; lights have starburst or halo and streaking as described above; golf balls have halos.